Event description:
It was reported that this implantable pacemaker system had atrial tachycardia response (atr) episode stored. Technical services reviewed the electrogram, and it was determined that the atrial tachycardia response (atr) episode was inappropriate due to far-field oversensing. It was noted that there were three atrial deflection per cycle with two being farfield oversensing and one was likely due to retrograde conduction. Technical services provided reprogramming recommendations. At this time, this pacemaker system remains in service and there was no adverse patient effects reported.